Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.